Manufacturer narrative:
According to the log review, it appears a leak occurred during the reported event, the cause of which appears to be due to the patient circuit.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the patient saturation decreased from 99% to 94%. Clinician reportedly felt this was due to low blood pressure and turned the patient to their side, administered ephedrin, and increased fraction inspired oxygen to 50%. There was no change noted. The clinician reportedly switched from mechanical ventilation to manual ventilation and listened to the patient¿s lungs. Lung sound was reportedly as expected. Then clinician reportedly switched back to mechanical ventilation, however, ventilation did not start and the rebreathing bag did not fill when the flush button was depressed. Patient saturation started to decrease. The clinician reportedly switched to an ambu bag and saturation was maintained at 90%. Oxygen was connected to the ambu bag and saturation increased to 97%.